Event description:
Pulmonetic systems, inc. Received the following report from a representative of homecare co: patient complained that the ventilator's rate control was varying from 12 to 30's. When ventilator was brought to the office and tested on the same settings the vent was auto cycling. Homecare tested on all different sensitivities and vent would still auto cycle. Rate only remained a 12, the set rate, when sensitivity was turned off. No patient harm. On ac power. Accessories: humidifier, o2.